Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from april 30, 2014 to may 1, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor burst and leaked fluid into the housing. The fluid was then contained within the housing. This occurred near the end of the patient¿s 48 hour infusion of fluorouracil (non-baxter product) and normal saline using a central catheter. The fill volume was 256 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.